Event description:
Products used prior to micra implantation and removed due to infection were products from other companies (abbot assurity MRI, (B)(4)). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).